Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit received with cracked case at reservoir tube lip and belt clip slot. Unit received with minor scratched display window and case. Unit received with missing end cap end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 132 mg/dl. Self-test and displacement verification test was passed. The insulin pump will be returned for analysis.